Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6), revealed. Analysis found" poor recharge quality message" and "worn donut, doesn't affect rtm." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that probably the last month or so, they were having difficult time charging the implant and today, they got an error message system problem rm03. Patient mentioned that they could charge the controller, but the recharger was becoming extremely difficult to find and charge the implant. Patient said that if they breathe, the charging session would stop, and the recharger couldn't find the implant again. Patient stated that after 3 hours of charging the implant yesterday, they only got 30% and they got rm03 message again. Patient mentioned that the paddle and the recharger cord was getting really hot and started burning their skin. Agent sent a repair request to replace the recharger.